Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent dim display, while in use on this ventilator device. The customer stated no patient harm or injury is associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis (fa) group received the suspect front panel (fp) display part number 28685-001 and serial number (B)(4) rev. C. The fa group performed a visual inspection and found no anomalies. The fp display was installed onto a known good test device and powered the device into the user mode, which displayed a distorted screen and difficult to read. At this time, the reported event was duplicated, which was related to an electronic component failure due to material fatigue within the display.